Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was previously reported in manufacturer's report #3007566237-2013-02634 that [the healthcare provider (hcp) had expected to aspirate 4.7ml but did not get any drug. Patient's health condition seemed fine. The pump logs were checked and had information about refill done on (B)(6) 2013. To check the pump patency, they injected 10ml of saline and that was done with no problem. The pump was stated to be empty. Drug delivered via the device was baclofen. Hcp consulted with the patient's family, decided to wait and see what happens for a while, and then make a refill. On (B)(6) 2013, per reporter when they visited the clinic, patient reported return of spasticity since the past week and rigidity as well. It was added that despite the spasticity his speaking language became clearer. Pump was refilled and they reduced the dose of baclofen from 150 to 120 ug/day. They were to check for any further volume discrepancy at the next refill.] As necessary, further information will be filed under this report number.

Event description:
It was reported the pump was filled on (B)(6) 2013. It was said that at that refill, a needle was inserted and old drug was removed, before filling the pump with new drug. The patient had another refill appointment on the day of this report. The programmer showed the pump had 4.7ml remaining; however, no medication was able to be aspirated. The pump was injected with 10ml of saline, which was then successfully removed. Based on this, it was reported, it seemed the pump tank was empty. The health care provider (hcp) suggested the pump rotation speed may have increased and drug may have emptied more quickly than programmed. This; however, could not be verified since no abnormal event logs were detected. The patient was said to be overweight and a possible pocket fill was suggested. There was no change in the patient¿s general condition, nor was there any worsening of spasticity. The hcp let the patient go home and it was documented he was going to ¿wait and see¿ before a refill was done. Information was provided to the hcp regarding damage to the pump if allowed to continue to run dry. The pump was used to deliver gabalon. It was later reported the patient was coming to the hospital on (B)(6) 2013. There were no withdrawal symptoms reported; however, spasticity returned and stiffness increased from the ¿last week.¿ it was said the patient could enunciate words more clearly. A refill was performed on (B)(6) 2013, and the daily dose was reduced from 150 to 120 g/day. It was said the hcp planned to check for any variability rate changes at the next refill. It was said that the patient looked ¿plump around the abdomen¿ and according to the patient's body type, it was unlikely the needle would float due to abdominal pressure. It was further said the root of the huber needle was visible when it was inserted in the tank. It was documented that a pocket fill was unlikely along with an unknown empty tank.